Event description:
A malfunction occurred with the pump, identified by a code indicating a momentary power loss to the vibrator motor. There was no adverse impact on the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.